Event description:
It was reported seat on the bariatric transfer bench seat has cracked. The patient reportedly cut and bruised her leg on the cracked portion of the transfer bench. Although medical treatment was rendered, the details of that treatment were not provided to the manufacturer.